Manufacturer narrative:
Technical services discussed the episode was detected in the ventricular tachycardia 1 zone and then accelerated into the ventricular tachycardia zone. Since the episode was initially detected in the monitor only zone the device went to divert-reconfirm mode and the therapy decision was based solely on rate. The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received a shock for atrial tachycardia. The local area sales representative inquired as to why therapy was delivered for this episode. No adverse patient effects were reported.